Event description:
It was reported that the right ventricular (rv) lead was fractured. It was further reported that high impedance and over sensing was noted on the electrograms (egm). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addr01 ipg was implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.